Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technician went to check the unit. While performing transducer calibrations the exhalation pressure transducer failed at zero pressure. Transducer fault occurred codes were logged in the error log. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed transducer fault. The customer confirmed that there was no patient involvement associated with the reported event.